Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown what led to the stinging sensation or the increased falls. The patient believed they were going to get an MRI on october 25th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient had experienced more falls than usual since switching from the non-rechargeable to the rechargeable neurostimulator. The patient also stated that, at times, the dbs was switched off, and when they turned it back on, they experienced a stinging sensation and tightness in the jaw that could last for some time. No known environmental, external, or patient factors contributed to the fall increase. The patient had a history of falls prior to the dbs battery switch, but it had worsened. It was unclear if the device shutting off was related to improper charging frequency. Impedances and recharge history were scheduled to be checked the following day. If the recharge frequency appeared to be the cause of the device shutting off, the patient would be taught to charge more frequently than once every 7-10 days. The patient was also scheduled to get an MRI on friday to rule out other causes. The issue was not resolved at the time of this report. The healthcare professional had no further information on this event. 2024-oct-24 mpxr 1235481_follow up (rep): additional information was received from the manufacturer representative (rep) that they met with the patient and found that impedances were within normal limits. The patient was mistaken about the dbs being off. At times, the patient programmer (pp) had a notification that said, ¿find your phone if turned off,¿ which the patient thought meant the dbs was off. Reviewing the history, it was confirmed that the device had remained on. The patient was also not charging the device properly, as they were looking at the charger battery level instead of the ipg level, leading them to see 100% on the charger but not the ipg. The ipg levels had been hovering between 30-80%. Extra teaching was provided on how to charge efficiently and to wait until the patient hears the beeps, which signifies that for the ipg is fully charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.